Event description:
It was reported that after a da vinci assisted sleeve gastrectomy, the patient had a ¿leak.¿ through follow-up with the surgeon, it was learned that the patient presented to the emergency room with abdominal pain five weeks status post sleeve gastrectomy. After a CT scan showed a leak and abscess at the gastric staple line, the patient was referred to a specialist and underwent an endoscopy to have the abscess drained. During the endoscopy, the specialist also removed "about 5 loose staples." The patient is on a clear liquid diet and total parenteral nutrition. The specialist plans to suture the staple line via endoscope. Because there were no issues intraoperatively and the length of time post-op this occurred, the surgeon believes the staple line leak is a result of a vascular issue and not the sureform 60 stapler instrument ¿ the procedure was completed robotically. The surgeon said because the leak was at the top of the stomach, a blue stapler 60 reload, likely the last fire of the procedure, was used at the area of the leak.

Manufacturer narrative:
Based on the current information provided, the root cause of the staple line leak cannot be confirmed. While the surgeon stated that the cause of the patient¿s post-operative complication was due vascular insufficiency, the disposal of the sureform 60 stapler instrument and reloads by the site leave them unavailable for evaluation. If additional information is received, a follow-up MDR will be submitted. A review of the site's system logs for the reported procedure date revealed no related system error occurring that would have likely caused or contributed to the reported complaint. Advanced stapler logs for the sureform 60 stapler instrument used on (B)(6) 2022 via system (B)(4) for a sleeve gastrectomy with dr. Stowers, show that it was installed on the system 6 times and fired 6 reloads (2 green, followed by 4 blue). On install 1, firing was completed with 5-6 pauses for compression. On install 2, the system failed to detect the reload color and the user manually selected the green reload via the graphics user interface (gui) on the surgeon side console (ssc) touchpad. Firing was completed with 1 pause for compression. On install 3, there was an incomplete clamp attempt, stopping at 61% completion after 13 seconds. The following clamp was successful, and firing was completed with 2 pauses for compression. On install 4, firing was completed after 1 pause for compression, and on install 5 firing was completed with 3-4 pauses for compression. On the last install, firing was completed with no pauses for compression. There were no incomplete unclamps or firing failures by this instrument. There were no errors in the master supervisory control logs. This complaint has been reported due to the following conclusion: five weeks after a da vinci assisted sleeve gastrectomy using a sureform 60 stapler instrument with a blue stapler 60 reload, the patient presented to the emergency room with abdominal pain. After a computed tomography (CT) scan showed an abscess and leak at the gastric staple line, the patient was referred to a specialist and underwent an endoscopy to have the abscess drained. During the endoscopy, the physician also removed "about five loose staples." The patient is on a clear liquid diet and total parenteral nutrition. The specialist plans to suture the staple line via endoscope.